Manufacturer narrative:
Philips service replaced the power output module and dcps and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4).

Event description:
It was reported to philips that the device failed to start on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.